Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The non-totally occluded 100% stenosed, 3.5mm de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion was pre-dilated and a 38 x 3.50 promus premier drug-eluting stent was advanced for treatment without resistance. However, during procedure, the stent struts fractured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged with struts on the proximal section lifted and bunched. There was no evidence of a stent fracture. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found kinks on several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the radial artery. The non-totally occluded 100% stenosed, 3.5mm de novo target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The lesion was pre-dilated and a 38 x 3.50 promus premier drug-eluting stent was advanced for treatment without resistance. However, during procedure, the stent struts fractured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.